Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that the medication pulled out of the pump at the refill was discolored on the day of the report. The fluid came out ¿yellowy-tan¿. It was noted there was no medical problem. Additional information received reported the patient recovered without permanent impairment and did not experience any adverse reactions. The color of the fluid will be monitored at the next refill appointment. A fluid culture was planned, but the specimen was left out overnight, so it was then not cultured. The pump was infusing gablofen.